Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed competitive atrial pacing resulting in inappropriate mode switch and oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.